Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited an intermittent loss of capture. The device remains implanted; the issue was resolved through increasing the voltage from 4v to 6v.